Event description:
It was reported that when the device was powered on, it lost power and would not power back on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.